Event description:
It was reported by the hospital contact that the complaint deltamaxx (cdx180520-30/c30478) did not move back from the aneurysm when the physician started withdrawing the dpu back. It was assumed that the microcoil was unraveled. It was used as the framing coil. Although the microcoil was delivered into the target aneurysm, after looping the microcoil twice inside, the physician concluded that the microcoil was too stiff for framing the aneurysm, and decided to recover the coil. However, the microcoil did not move back from the aneurysm when the physician started withdrawing the dpu back. It was assumed that the microcoil was unraveled, thus the whole system was safely withdrawn together with the microcatheter. The excelsior sl-10 stryker microcatheter (details unknown) was then re-inserted, and another coil (details unknown) was used to continue the procedure. The procedure was completed without further issues. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. There was no unintended detachment of the coil observed in the microcatheter or in the vessel. The complained product will be returned for analysis. No further information is available. The procedure was the coil embolization of a 6mm aneurysm at the ic-cave. The patient¿s details such as sex, dob, and the tortuosity and calcification level of the vessels were not available.

Manufacturer narrative:
It was reported by the hospital contact that the complaint deltamaxx (cdx180520-30/c30478) did not move back from the aneurysm when the physician started withdrawing the dpu back. It was assumed that the microcoil was unraveled. It was used as the framing coil. Although the microcoil was delivered into the target aneurysm, after looping the microcoil twice inside, the physician concluded that the microcoil was too stiff for framing the aneurysm, and decided to recover the coil. However, the microcoil did not move back from the aneurysm when the physician started withdrawing the dpu back. It was assumed that the microcoil was unraveled, thus the whole system was safely withdrawn together with the microcatheter. The excelsior sl-10 stryker microcatheter (details unknown) was then re-inserted, and another coil (details unknown) was used to continue the procedure. The procedure was completed without further issues. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. There was no unintended detachment of the coil observed in the microcatheter or in the vessel. The complained product will be returned for analysis. No further information is available. The procedure was the coil embolization of a 6mm aneurysm at the ic-cave. The patient¿s details such as sex, dob, and the tortuosity and calcification level of the vessels were not available. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that a portion of the core wire was twisted in the knotted section of the plastic bag from handling. As viewed through the returned packaging, it was found that the coil was stretched as reported. The proximal end of the coil has been detached from the device positioning unit (dpu) via the detachment fiber. It is confirmed that the coils unintended detachment off the dpu was mechanical in nature. It was not reported how and when this unintended detachment occurred, therefore the circumstances of how and when this unintended detachment of the coil occurred cannot be determined. The first secondary winding off the ball tip is undamaged. No manufacturing defects were found. While the exact root cause cannot be determined, the most likely contributing factor to the coil becoming unraveled and its difficulty in being withdrawn back into the microcatheter occurred during a retraction movement of the device positioning unit (dpu) with the coil becoming temporarily anchored either on itself, on coils already dwelling inside the aneurysm (if previously placed), or on the distal tip of the microcatheter. This temporarily anchoring of the coil may have caused the coil to stretch before being released. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Based on the information and the analysis, the event coil unraveled/stretched-during placement was confirmed. However, the event coil withdrawal difficulty-into microcatheter could not be confirmed. Procedural factors may have contributed to the event. Additionally, a review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. For section d 11. Concomitant medical products and therapy dates: another coil (details unknown); excelsior sl-10 stryker microcatheter (details unknown). This is an initial/final report.